Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a cracked and scratched display lens. The battery compartment was found to be cracked. The pump would not power on due to moisture damage and further investigation was unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked and scratched display lens. The battery compartment was found to be cracked. The pump would not power on due to moisture damage; further investigation was unable to be completed. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.